Event description:
Patient was having a cystoscopy, bilateral ureteroscopy stent removal, when plugin in the device into the machine, the image would not project on to the screen. A new device was given to the surgeon and procedure continued.